Manufacturer narrative:
Based on the information provided, it is unclear whether the reported issue involved a failure to alarm or the presence of false alarms. Additional information has been requested from the customer to clarify the event. The device was returned for evaluation and inspected at bench repair. Testing confirmed that the speaker was capable of producing audible sound. However, physical damage to the device was observed, including a broken rear case and a compressed gasket. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there is an issue with inaccurate alarms, ventricular tachycardia (v-tach). It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Analysis was performed by bench repair personnel. Based on the information initially provided, it could not be determined whether the reported issue involved a failure to alarm or the occurrence of false alarms. Additional information was requested from the customer to clarify the event; however, no response was received. The device was returned for evaluation and inspected at bench repair. Functional testing confirmed that the speaker was capable of producing audible sound. During inspection, physical damage to the device was observed, including a broken rear case and a compressed gasket. As part of the bench repair process, components were replaced to bring the device up to the latest revision level, including the main board and speaker. A review of the service history for this device shows the problem has not been reported again for this device.